Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to connect to the scs ipg with the charger or the patient programmer. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. The patient stated the ipg had tilted in the pocket away from the surface of the skin due to a significant weight gain. The patient stated the tilting made it hard to comunicate and charge her ipg. Surgical intervention may be taken to address the issue.